Event description:
The following was reported to the manufacturer: "the pt came to the hosp in 2006 from another hosp with left side numbness and weakness followed by inability to speak. The pt had an MRI of the brain revealing high grade right internal carotid artery stenosis and infarct in the left temporal parietal as well as bio-lateral parietal infarct. Three days later, pt had an angiogram which showed an occlusion of the right internal carotid artery and possible high grade stenosis of the left intracranial internal carotid artery. Three days later, pt had the stent [device in question] placed with intracranial angioplasty thrombosis with dissection of proximal ica. Pt developed respiratory failure fluid overload and was then placed on palliative care. Pt died ten days later, not a failure of the stent [device in question] - was from doing the angioplasty."

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it was disposed by the user facility. This event was initially reported on the stent (see MFR. Report #6000078-2007-00018). Upon re-evaluation of this event, it was determined that the angioplasty performed potentially may have been related to the dissection of the proximal ica (internal carotid artery). To date, the user facility has not responded to any attempts to confirm if the angioplasty performed was through the use of a bsc balloon catheter (i.e. Device in question). No malfunctions were alleged or reported on the device in question. The cause of death was reported "due to angioplasty". It is unclear what correlation the device in question had with the death. Based on the info known at this time, boston scientific cannot conclusively determine the cause of this event.